Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's display went blank immediately after being exposed to moisture. Customer reported that the device was accidentally washed. Blood glucose level at the time of the incident was around 100 mg/dl. The insulin pump was not replaced or returned for analysis.